Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Cadstream is intended to be used in the visualization, analysis, and reporting of magnetic resonance imaging (MRI) studies. On (B)(6) 2014 a customer called to report that a study would not process. The error was that cadstream couldn't create reformats of the right/left due to series being obliqued. The tech used a skin marker that was too large, generally used for extremities, and the cadstream software identified it as the chest wall. Merge customer support tried to turn off every processing within the process tab and created a match reformat which allowed the chest wall to be moved back, but when the cadstream reprocessed the study the 'faded' area was still in its' original location. Merge customer service was unable to process the study. The patient may need to be rescheduled for a second scan. (B)(4)